Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the first firing was successful in low anterior resection (lar) surgery. For the second firing, the surgeon set device and the reload and confirmed all indicators (handle, reload, and adapter) illuminated green, however the surgeon could not fire the device. Replaced by another handle and shell and the procedure was continued. The surgeon re-inserted the faulty handle to a charger and charger illuminated red. Replaced with a new device to complete procedure. There was no patient injury.